Event description:
It was reported that assistance was requested in reading the storage electrocardiogram to determine if the patient was had an asystole event. The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.